Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6), 2015 the patient was treated with an injectable antibiotic as well as being prescribed oral antibiotics (types and durations not reported). The implanted device remains.